Event description:
It was reported that they could not get the pressure to calibrate. No additional information. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they were unable to calibrate due to error code 211.2000 and faulty ail sensor, pressure sensors tested and worked as intended. 3rd party rear case and left iui - replaced rear case and left iui error code 211.2000 - replaced bezel harness. Ail sensor alarming - replaced ail sensor. Delaminated keypad - replaced door assembly. Bd does not condone the use of non-supported parts within any of the alaris system devices. The risk of non-supported parts installed in the device(s) by the customer is unknown. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 12oct2009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service was unable to determine the proximate cause of the reported issue. Also replaced keypad - delaminated. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that they could not get the pressure to calibrate. No additional information. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that they could not get the pressure to calibrate. No additional information. No patient involvement.